Event description:
Report received from (B)(6), stating that the device had an issue with heat. The device was not being used during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no add'l info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of overheating and that a cutter could not be inserted was confirmed. Reliability engineering evaluated the device; the distal bearing of the attachment was damaged and the inner race out of alignment creating an obstruction that would not allow cutter insertion. It was concluded that the bearing damage was due to normal wear from use over time. If add'l info is received, a supplemental report will be sent. (B)(4).